Event description:
It was reported via social media that device embolization occurred. During a watchman closure implant procedure, the watchman flx laa closure device embolized out of the patient's left atrial appendage into the abdomen. The closure device needed to be retrieved and removed from the patient. There were no other complications that were reported.

Manufacturer narrative:
Aware date of (B)(6) 2022 used as event date is unknown.